Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 11-feb-2018, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 11-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there were high impedances on the 8-15 lead and a couple red x's. It was reported that the hcp took the lead out of the new generator to try and wipe down before putting it back into the torquelead down. Patient was getting battery replaced from restore to prime. Patient was receiving adequate stim post operatively. All groups that were used prior to this replacement were used in postop programming to new generator. Lead 0-7 good impedances, lead 8-15 all >10k ohms. Lead was kept in place. The 0-7 lead was being mostly used for stim. Prior to stim settings were also all on 0-7 lead. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the lead was taken out and wiped down. No further interventions were taken. All programming was on the 0-7 lead. All recent programs were copied and pasted to the new ins. The physician only went in for a battery replacement. The patient had adequate stim post-op. No further complications were reported.